Event description:
Customer's father called to report the pump did not have an audible tone. Troubleshooting was performed. The audible tone could not be heard. It was stated that the device was not dropped, bumped, or exposed to moisture.